Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized and was treated with injections of fortum intraperitoneally (ip) 250 gm in each bag for 14 days (frequency not reported) and vancomycin, 2 gm, (1st day and 7th day) (route not reported). The cause and outcome of the event was not reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If further relevant information is received, a supplemental report will be filed.